Event description:
A zilver flex stent was placed in the iliac artery. When it was post dilated with a pta5 angioplasty balloon the balloon immediately burst (1820334-2011-00591). The balloon was removed and another pta5 balloon with a different lot number was used. This also immediately burst (1820334-2011-00592). The balloons were both inflated within the recommended rate burst pressure limits. A competitor balloon had to be used. This balloon did not burst the pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. Per dfmea, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to insure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned devices show that the balloon rewrap substantiates the event description claim that the balloon burst within the rated burst pressure. Since these two balloons (1820334-2011-00591 and 1820334-2011-00592) are from different lots and each burst nearly identically the cause of failure is unlikely to be related to the balloon as per quality control inspection each balloon is leak tested during production. A more likely cause of failure lies was caused by the stent or possibly a lesion. We will continue to monitor for similar complaints. No action is necessary at this time per quality engineering risk assessment as there is insufficient risk.